Event description:
It was reported that the reveal implantable cardiac monitor detected multiple episodes of false asystole due to undersensing. Many of the episodes were recorded late at night when the patient was likely sleeping, indicating the undersensing may be positional since it was not seen in the clinic. The sensitivity on the device was adjusted and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.